Event description:
It was reported that the user removed both the glucose sensor and infusion site for an MRI and later contacted support reporting difficulty logging into the ilet app; the agent confirmed the user was already logged in, and the user reported a blood glucose of 248 mg/dl without device alerts or alarms. Customer care provided additional support that included customer support troubleshooting and education regarding app access and device use. Investigation of this case revealed no device malfunction or component failure and no software or hardware issues identified; the hyperglycemia occurred after sensor and infusion site removal, and the cause remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.